Event description:
The ge oec 9900 fluoroscopy system x-ray tube failure during a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue, removed and replaced a defective x-ray tube. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.